Manufacturer narrative:
An unknown driver was not returned for investigation. Visual inspection of the unknown driver could not be performed as the product was not returned. The investigation was performed based on the available information (the returned products, applicable instruction for use (ifus)and risk files). Functional testing could not be performed since the driver was not returned. No pre-existing conditions were noted. The devices were being placed on an unknown tooth location when the incident occurred. Pictures or x-ray images were not provided. DHR, and complaint history reviews could not be performed as the lot and item numbers associated with the reported driver were not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. August post market trending was reviewed and there were no negative trends or corrective actions for the reported event or devices. Therefore, based on the available information, the reported malfunction and event could not be verified since the driver was not returned. The following sections have been updated: date of this report. Date received by manufacturer. Checked "follow-up." Checked follow-up type. Entered evaluation codes. Added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient age/ patient weight: not provided. Device brand name: not provided, device product code: not provided, device catalog/ lot number: not provided. PMA/510(k) number: not provided, device not returned.

Event description:
It was reported that during implant placement an unknown zb driver could not disengage from the implant. Implant had to be removed and procedure was not completed. Patient will return for another implant placement.